Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that surgery occurred in which the leads were explanted and replaced, which resolved the issue.

Manufacturer narrative:
Correction: type of investigation, investigation findings, and conclusion codes were updated and corrected.

Manufacturer narrative:
Date of event and therapy date are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2021-15148, 1627487-2021-15149, and 1627487-2021-15150. It was reported that one of the leads was not providing effective therapy. As a result, surgery may occur to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.